Event description:
Received a report fro a consumer indicating during the removal of a super absorbency tampon, only a portion of the tampon pledgest came out with the string. Consumer advised she had made an appointment with her physician for the removal of the remaining part of the tampon pledger.